Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / daily pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. C61338) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2007,(B)(6) 2011,(B)(6) 2013,(B)(6) 2015), cervical intraepithelial neoplasia, bipolar I disorder, high grade squamous intraepithelial lesion, (B)(6), colposcopy, breast feeding, cervical pap smear abnormal and uti. Concurrent conditions included obesity, depression, stomach cramps, hypoaesthesia, anesthesia and anxiety. Family history included cervical cancer (mother). Concomitant products included sertraline since 2015, trazodone and valproate semisodium (divalproex). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("acne / rashes or skin conditions- acne"), alopecia ("hair loss"), back pain ("severe back pain / daily back pain (sharp and severe)") and abdominal pain ("abdominal pain / daily abdomen pain(moderate)"). On an unknown date, the patient experienced weight increased ("weight gain"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, acne, dyspareunia and pain in extremity was resolving, the alopecia, back pain and abdominal pain had resolved and the bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, acne, alopecia, back pain, bladder disorder, dyspareunia, pain in extremity, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. She did not allege that essure caused birth defects. Mr- left - 1 coil, right- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Nuclear magnetic resonance imaging - on an unknown date: did not reveal any issues related to back or spine. (B)(6) 2016 : surgical pathology report : final pathologic diagnosis- bilateral fallopian tubes (with essure device), salpingectomy- complete cross sections of fallopian tubes, essure device present. Microscopic description-a complete microscopic examination has been performed. Clinical history- bilateral tubes essure device, robotic laparoscopic. Salpingectomy ,female pelvic pain. Gross description medical record number ending in (B)(4) and labeled as "bilateral tubes & essure device". The container label has been initialed by the provider. Received in formalin are 2 fimbriated, ligated fallopian tubes measuring 8.0 cm in length by 1.2 cm in diameter and 9.0 cm in length by 0.8 cm in diameter. The serosae are purple-gray and smooth, with a 0.5 cm in diameter pedunculated para tubal cyst on the shorter tube. Both proximal ends contain protruding silver, metallic essure coils. Representative sections are submitted as follows: ai, shorter tube; a2, longer tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record confirming back pain. Most recent follow-up information incorporated above includes: on 23-feb-2018: events- "bladder problems or changes, urinary problems or changes", lot number, reporter, historical condition, patient information added from pfs. Historical and concomittant condition, lab data, family history added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), weight increased ("weight gain"), acne ("acne") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy performed on (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, back pain, pain in extremity, abdominal pain, dyspareunia, weight increased, acne and alopecia was resolving. The reporter considered abdominal pain, acne, alopecia, back pain, dyspareunia, pain in extremity, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: did not reveal any issues related to back or spine. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, and reported adverse events including pelvic pain. In (B)(6) 2016, patient was treated with surgery (hysterectomy) and essure was removed. Pelvic pain is highly prevalent in women, and may have gynecological and non gynecological causes. In this case no alternative explanation was given for the event. This case was classified as incident since device removal was required. The product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), weight increased ("weight gain"), acne ("acne") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy performed on (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, back pain, pain in extremity, abdominal pain, dyspareunia, weight increased, acne and alopecia was resolving. The reporter considered abdominal pain, acne, alopecia, back pain, dyspareunia, pain in extremity, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: did not reveal any issues related to back or spine. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, and reported adverse events including pelvic pain. In (B)(6) 2016, patient was treated with surgery (hysterectomy) and essure was removed. Pelvic pain is highly prevalent in women, and may have gynecological and non gynecological causes. In this case no alternative explanation was given for the event. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.